Event description:
On (B)(6) 2013, our (B)(4) affiliate was contacted by a hospital based eye care professional (ecp) who reported a pt had an infection while wearing 1-day acuvue trueye contact lenses (narafilcon a). The product was requested for eval and it was not known if it was available. No add'l info was received at that time. On (B)(6) 2013, the ecp was contacted and provided some add'l info; the pt was seen in the hospital ER on (B)(6) 2013 and was then seen by an ecp at the hospital on (B)(6) 2013 and was diagnosed with an infectious corneal ulcer. The product and lot number was not available at that time and the ecp offered to contact the pt for info about the product. An associate from our (B)(4) affiliate conducted a face to face interview with the ecp on (B)(6) 2013 and received the following info: the pt had purchased the 1-day acuvue trueye contact lenses from another ecp's office. The treating ecp's attempts to obtain the product and lot number were unsuccessful. On (B)(6) 2013 the pt slept while wearing the 1-day acuvue trueye lenses; 1-day acuvue trueye lenses are not approved for overnight wear. The pt continued to wear the same lenses on (B)(6) 2013 until the evening, causing pain os. The pt presented to the ER on (B)(6) 2013 and was seen ER the doctor cravit and rinderon eye drops 3 or 4 times a day for the os. On (B)(6) 2013 the pt returned to the hospital and was seen by the ecp, the pt was diagnosed with a corneal ulcer and ciliary injection os. The ulcer was "located at 3 o'clock, a little off the pupil." Cell was noted in the anterior chamber." The pt's va with correction os was 1.2 (20/20+). The ecp determined the corneal ulcer was infectious based upon observation. The corneal ulcer was cultured and the results were negative. Treatment: rinderon was discontinued; cravit was increased to q1h. The pt was instructed to discontinue contact lens (cl) wear and return for f/u. On (B)(6) 2013 the pt returned for f/u, the ecp reported that the condition and pain improved. On (B)(6) 2013 the pt returned for f/u and cravit eye drops were "decreased a little." The pt was instructed to discontinued cl wear and return for f/u. The pt has not returned for f/u since the (B)(6) 2013 visit; the ecp presumes that the pt will not returned to the clinic. The ecp did not know if this was a cl related event. "The ecp determined that this event was not serious since the pt's va was little affected". Product was not returned for eval and the lot number was not provided. If add'l medical or product info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
No conclusion can be drawn. No eval will be performed.